Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was not responding to her spouse¿s question and emergency medical services (ems) was called. The cgm displayed 130 mg/dl; however, the bg per ems was 37 mg/dl. Glucose was administered, the patient became coherent and was transported to the emergency department (ed). The patient was diagnosed with a urinary tract infection (uti) and prescribed oral antibiotics. At the time or report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.